Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the IV fluids not infusing within the time frame and clinicians think this may be due to overfill in the IV bag. The clinician further stated that the only ones they notice this with are the chemotherapy infusions. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.